Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.